Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -7.00/1.50/85 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 13-jan-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).